Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. Customer¿s blood glucose level at the time of incident was over 600 mg/dl. The customer also stated that he was in the hospital for non-diabetes related issue and they took the battery out of the insulin pump. Customer was only disconnected for 1 day. Customer declined to troubleshoot for high blood glucose. The insulin pump and reservoir will not be returned for analysis.